Event description:
It was reported that an ilet pump displayed alert 38 for a motor stall during an attempted rewind after the user removed pump components, and the pump could not infuse, necessitating replacement; the device used prefilled cartridges, flex infusion sets, and connectors. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint confirmed. When attempting a rewind, the motor was audibly struggling before stalling. The device was disassembled and the lead screw nut was found to be crooked along with a visible gash on the side. The misalignment along with the gash indicate that the lead screw nut was likely twisted with force.